Event description:
This event was reported by a field service engineer. Pt was undergoing a flow study and the table was in whole body configuration. Pt complained of severe back pain prior to and during the nuclear medicne procedure. Pt grasped both sides of the table as tech was manually pulling pallet back to discharge position. The tip of pt's little finger on left hand was caught in table resulting a small non-displaced fracture requiring a splint, checked by x-ray.